Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's trial scs lead implant procedure, the lead kept advancing anterior and the patient experienced pressure as the canal space was tight. As a result, the procedure was abandoned.